Event description:
On (B)(6) 2025, a patient underwent a port removal procedure after that 2 years, 3 months, 30 days of using groshong titanium port s/l. The catheter was removed due to leakage. It was further reported that the catheter was allegedly found to be cracked over 2/3 of its circumference at a distance of 5 cm from the implantable chamber. A new implantable chamber was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one titanium implantable port attached to a groshong catheter was return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A partial compound break was noted on the attached catheter from the distal end of the cath-lock. The edges of the partial compound break were noted to be jagged, and surface was noted to be granular on both regions. Splits were noted on the border of both regions. Upon infusion, a leak was noted from the partial compound break. Catheter fracture was concluded in photo review. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified wear and deformation issue. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port removal procedure after that 2 years, 3 months, 30 days of using groshong titanium port s/l. The catheter was removed due to leakage. It was further reported that the catheter was allegedly found to be cracked over 2/3 of its circumference at a distance of 5 cm from the implantable chamber. A new implantable chamber was replaced. There was no reported patient injury.